Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the first clip was deployed and before removal of the gripper lines, a slda was noted. A second clip was implanted to stabilize the first clip and reduce mr. Two clips were implanted reducing mr to grade 1. No additional information was provided.